Manufacturer narrative:
The device has been returned for analysis. The water path restriction within the heat exchanger capillaries was confirmed. Increased water path restriction reduces the water flow rate supplied by the heater cooler device through the heat exchanger.

Event description:
On 22-aug-2023, during use of a nautilus smart oxygenator it was reported that the heat exchanger was not working. The device was replaced. There was no adverse patient effect associated with this event. Additional information, received on 20-sep-2023, indicated the patient was on ECMO for about 12 hours prior to the reported event.

Event description:
On (B)(6) 2023, during use of a nautilus smart oxygenator it was reported that the heat exchanger was not working. The device was replaced. There was no adverse patient effect associated with this event.

Manufacturer narrative:
The device has been returned for analysis. The results are pending completion of the investigation.